Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the during closure the patient was found to have a small perforation. The pulse field ablation (pfa) procedure on the pulmonary vein isolation and posterior wall isolation (pwi) was prepared and executed as normal. When the device was removed during closure, the patient became hemostatically unstable. The patient was reintubated and an examination suggested a micro perforation in one of the pulmonary vein. A bronchoscopy was performed and came back negative. The patient was stabilized and kept overnight for observation. The patient is expected to fully recover. The device is not available for return due to disposal.